Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip loaded into the jaw. The jaw appeared to be in alignment. The handle and shaft were visually acceptable. The clip retainer and push fork were in position. Upon evaluation, the remaining nine clips were fired. The first, seventh, eight and ninth clips had proper pinch and alignment. The second, fourth, fifth and sixth clip did not have proper pinch and alignment and were tear drop shaped. The fifth and sixth clips also did not properly load into the device jaw. The third clip was expelled with excessive force and could not be located. The device locking mechanism did not engage as intended. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a cholecystectomy laparoscopic that had converted to open the device locked up/jammed and never fired. There was no patient injury. Additional information was requested, but no additional information was provided.